Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. There is not obvious damage to the conductor wire(s). During failure analysis, instrument failed continuity test but passed energy delivery test. Following energy delivery test, a burnt smell was detected from the instrument housing. Advanced failure analysis was performed and the initial findings were partially confirmed. The instrument passes energy recognition, however fails to deliver energy intermittently. The instrument failed continuity test intermittently for one of the grips. At certain jaw orientations, energy delivery and continuity would pass, indicating a partially broken conductor wire. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The instrument was partially disassembled. With a slight tug to the conductor wire it was confirmed that the wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. Thermal damage was observed to the flush tube, hypotubes, and conductor wire insulation, likely due to use while the wire was partially severed. The complaint regarding, instrument was not functional, was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not functional. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: intraoperatively, the instrument stopped delivering energy; swapping the cable did not help. There were no visible defects on the instrument and no broken cables, but the device did not supply power. The issue was resolved only after replacing it with a new instrument, after which energy delivery worked normally.